Manufacturer narrative:
E1. Initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. This device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of unintended user error caused or contributed to the event as it is most likely that the reported fracture and kink noted during unpacking, occurred due to an unintentional handling error during removal of the product mandrel and stent protector. This code was selected as the most probable complaint cause based on the information available and the investigation conducted. Based on the device history record review there is no evidence the device failed to meet specifications prior to use. The IFU states to remove the stent protector with care and improper/excessive handling prior to use may result in a stent fracture and kinking.

Event description:
It was reported that stent fracture occurred. The target lesion was located in the left anterior descending artery. A 2.50 x 32mm synergy xd drug-eluting stent was selected for treatment. However, during preparation of the stent and an attempt to load the unknown guidewire prior to patient insertion, it was found that the stent was fractured, preventing the wire from being advanced. A kink was also noted beyond the tip of the stent. The procedure was completed with a different device, and there were no patient complications reported.

Event description:
It was reported that stent fracture occurred. The target lesion was located in the left anterior descending artery. A 2.50 x 32mm synergy xd drug-eluting stent was selected for treatment. However, during preparation of the stent and an attempt to load the unknown guidewire prior to patient insertion, it was found that the stent was fractured, preventing the wire from being advanced. A kink was also noted beyond the tip of the stent. The procedure was completed with a different device, and there were no patient complications reported.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.